Manufacturer narrative:
The lot number is unk; therefore, no review of the device history record could be performed. The instructions for use states that the device forms a cohesive, spongy mass that serves to bulk surrounding tissue and is not subject to absorption or enzymatic breakdown within the body. The low viscosity of the implant solution and the cohesive mass of the resulting implant require specific attention to the injection site, needle orientation, depth of needle placement, rate of injection, and injection volume, in order to achieve the highest rate of success. During the course of the clinical investigation, subjects receiving the urethral implant treatment experienced exposed bulking material in the urethral mucosa. Exposed material was associated with shallow placement and injection proximal to the bladder neck. Over time, the urethra healed spontaneously as the mucosal surface re-epithelialized. A physician may choose to remove exposed material cystoscopically with graspers or forceps to facilitate healing. The IFU instructs the user: the unique characteristics of the bulking material require injection techniques that may differ slightly from techniques employed with alternative bulking agents. Contraindications include pts with the following conditions: acute cystitis, urethritis, other acute or chronic genitourinary tract infections, or fragile urethral mucosal lining.

Event description:
This MDR is being filed as misapplication due to atrophic musosal lining. It was reported that exposed urethral bulking implant material from the initial injection in 2006 was noted during retreatment on approx two and a half months later. The exposed area appeared to be 3 or 4 mm and the urethra looked very raw. The doctor continued with the retreatment. The pt experienced no benefit to the treatment and continued pain following the second injection. The doctor has not scheduled appointment to retreat the pt. Pt was treated with estrogen. Injection details are as follows: treatment volume was 2ml, flexible needle used, transurethral approach, rate of injection was over 1 minute, needle held at injection site for 1 minute, position of injection was mid urethra, no blanching, blebing or coaptation noted. Dr stated the mucosal lining appeared atrophic.